Event description:
Pump was reported to overinfuse. It was reported that an incident occured last fall in which a 100ml bag of morphine with a strength of 1mg/ml was set to infuse at a rate of 1ml/hr. Approximately 1 hour later, it was noted that more of the morphine had infused that intended, althought the exact amount was not known. The patient did expire following this incident however, the patient death is not related. The cause of death was reported to be pneumonia septis and renal failure. No phone number was provided, although requested, and therefore, no follow-up is able to be performed. Although requested, no additional details are known at this point.